Event description:
It was reported that the entire device was removed due to the pt complaint of "too much movement". No pt complications were reported.

Manufacturer narrative:
Should addition information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.